Event description:
It was reported that "no specific event or injury. Patient developed symovitis and pain 7 mo post op. Since she is in the stryer triathlon study tavia manderson asked that we complete this form in case the synovitis is related to the triathlon knee device. Patient has been worked up for infection which is negative and has seen another total joint specialist who is unable to find a mechanical reason for pain"

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.